Event description:
It was reported that the patient had "drug withdrawal" due to a "malpositioned" catheter. The patient was experiencing increased pain; no other symptoms were reported. The patient had a diagnosis of metastatic cancer of spinal cord and fluid and didn't leave the hospital. The pump contained hydromorphone 50 mg/ml, bupivicaine 40 mg/ml; clonidine 600 mcg/ml; baclofen 1000 mcg/ml and fentanyl 1333 mcg/ml. Final patient outcome was not reported.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).